Event description:
It was reported by service report that the footboard was cracked where fluid could ingress and sharp edges were reported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.